Event description:
Unable to speak with the patient/layperson because he traveled out of the country the day after calling lifescan, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On 05/08/09. A patient/layperson alleged that a result with his onetouch ultra2 meter was inaccurately elevated compared to the ER's meter. Reportedly, the patient obtained 138 mg/dl at 8:30 a.m on the day before, and then ate. The patient's regime of oral medication and insulin was not provided; hence, it is unknown if he had also taken medication. Thirty minutes later, the patient was dizzy and sweaty after which he was seen in the emergency room. The patient did not specify how he was taken to the ER, where his blood glucose on the ER meter was 63. Allegedly, the patient received no treatment. The cca replaced the meter and test strips. Because the patient alleged that he was symptomatic (sweating is the symptom that meets the criteria for serious injury) after testing and then was evaluated in an emergency room, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.